Event description:
According to the presentation given by the surgeon, a patient required a proximalization of the inflow.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
Corrected data: "date of this report", 01/27/2014. Manufacturer narrative: according to the presentation given by the surgeon, a patient required a proximalization of the inflow. Multiple attempts were made to gain additional information; yet, all were unsuccessful. A review of the event was performed based on the limited available information. A records review was performed for all lot numbers shipped to the hospital and it was confirmed that all records were controlled, available for review, and met all specifications. There is insufficient information available to determine a root cause of the reported event. The hero graft instructions for use lists vascular insufficiency due to steal syndrome as a potential complication. The hero graft instructions for use and faq documents provide information to prevent steal syndrome after implant.

Event description:
According to the presentation given by the surgeon, a patient required a proximalization of the inflow.